Manufacturer narrative:
Repairs have not been completed.

Event description:
Information received indicates the right foot siderail will not latch in up position due to the pins not pushing out to lock.